Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. There was no pat ient involvement.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of a broken connector. Analysis did find that the battery contacts and battery drawer were contaminated, that the lead flex cover was corroded and that the side bail covers were broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.